Event description:
A report was received that a technician experiences headaches aboiut 4 hours after use of the product. The headaches dissipate 2 hours after they arrives home, however, they still experiences them at work. They reported the headaches to the facility manager and their manager. There was no indication that medical assistance was sought.